Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device's screen went black, it shut down automatically, and then restarted automatically. Afterwards, the device was reportedly functional again. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the device's screen went black, it shut down automatically, and then restarted automatically. Afterwards, the device was reportedly functional again. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was made available and analyzed. Based on the log file analysis, the reported event could be confirmed. The log file shows that the device performed a restart on the (B)(6) 2025, for unknown reason. Afterwards, the device was inspected onsite by technician, but the issue could not be duplicated. The functional device test was carried out without any deviations. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. If a deviation is detected a restart might be initiated by the device to remedy the issue. During a restart, the device opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. If the boot sequence is successfully completed (duration approx. 8 seconds), ventilation continues with the previous parameters. Directly after restarting ventilation, an 'mv low' alarm is generated, which continues until the applied volume is greater than the lower set limit value for the minute volume. The display is dark during a restart. In the current event, the device reacted as specified to a detected deviation; a restart was performed, and alarms were generated to inform the user of the situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.